Manufacturer narrative:
The allegation(s) in this complaint have not been confirmed as there was not enough information provided in the complaint and the product has not been returned for analysis. The conclusion code was updated to unintended use error caused or contributed to event.

Event description:
It was reported that during implant procedure this right ventricular (rv) lead was an attempt. The tip of the lead entangle with the right atrium tissue, making the lead inoperable. Subsequently the physician pulled the lead abruptly, leading into fracture. A new lead was succesfully implanted . No adverse patient effects were reported.